Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump received excessive no delivery alarms. Customer was hospitalized on (B)(6) 2017 with blood glucose of 680 mg/dl. Customer had ketoacidosis. Customer was still hospitalized at the time of call. It was reported that insulin pump was disconnected while in the hospital and when insulin pump was reconnected, insulin pump received another no delivery alarm. Customer's blood glucose elevated to 440 mg/dl. Insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, self test, unexpected restart and displacement tests. No excessive no delivery alarms were noted. The pump passed the delivery accuracy test. The pump was received with a cracked case at the display window corners. The pump was received with minor scratches on the lcd window.